Event description:
An ambulance crew attended to a pt in cardiac arrest. Disposable defibrillation electrodes were connected to the pt. The device allegedly displayed a connect electrodes alarm and use of the defibrillator was inhibited. A second set of electrodes were used, however the connect electrodes alarm continued to be displayed. Acls protocols were performed on the pt. The pt was not resuscitated.